Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use when the issue occurred. Patient and procedure outcome is unknown as the customer did not provide this information. No patient harm has been reported. A philips remote service engineer (rse) checked the system remotely together with the customer as the customer claimed that intermittently the table and c-arm motorized movements were not available. The quotation was not accepted, and service has been canceled. Therefore, no additional investigation or corrective action was possible or has been provided by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.